Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation (service code(s)/wrench code(s)), the monitor was unable to undergo incoming functionality testing and displayed service code 104 (sd card fault). The cause for the failure was a damaged solder connection on the j101 connector on the computer/analog board. The root cause for the damaged solder connections could not be positively identified. There was no adverse event that resulted from the damaged monitor.